Manufacturer narrative:
Age: ni. Analysis of the device was not able to confirm the reported failure of no power. The device powered up with batteries installed. However, during testing of the unit, it was noted the alarm would not send a signal to the nurse call station. This failure was due to broken pins at the nurse call receptacle. The device passed all other functional testing. As the product was manufactured over 2 years ago, it's possible normal wear and tear could have contributed to the failure. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).

Event description:
Customer reported the alarm will not power on. New batteries were installed and alarm still will not power on. The date the issue was discovered is not known and no incident or serious injury was reported.